Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a right ij trialysis catheter and was receiving cvvhdf via the prismaflex # 9 machine. Again patient sitting upright conversing with staff. Suddenly became hypoxic and hypotensive. Prismaflex machine alarmed. Bs ultrasound showed bubbles in the heart. Patient had a pfo and had air emboli to the brain. On 05/10/2018-facility reported death associated with prismaflex machine; not the trialysis catheter.